Manufacturer narrative:
Follow up same day indicates that customer drank a diet coke and was feeling better. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that customer awoke with blood glucose level at 183mg/dl and intended to give herself a 7 unit bolus, but unintentionally initiated a 20+ unit bolus. Reportedly, customer had not checked if blood glucose (bg) level was impacted but knew that bg level would be impacted.